Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after intraocular lens implantation surgery, on the right eye, the patient experienced dizziness, decreased vision and blurring of light. So, the lens was replaced with non company lens in the secondary implant procedure.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol received wrapped in a surgical gauze inside a different manufacturer product carton. Solution is dried on the iol (intraocular lens). There are fibers on both haptics and the optic. The optic is torn/split-cut dividing the iol in two. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).